Event description:
The patient was implanted with a herniamesh t-sling ts-10 lot 0297 on (B)(6) 2006. Many years later the patient has suffered chronic pelvic and vaginal area pain, vaginal bleeding, mesh erosion, additional surgery, excruciating pain during intercourse, frequency and painful urgency of urination, urinary tract infections, bloody urine, and recurrent incontinence. No further information has been provided.